Event description:
It was reported that a pump has a broken keypad. No pt injury was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. The #3 key was found damaged, causing a short at the #3 key and causing the third row of keys (the basic key, #1, #2, and #3 keys) to act as the second row of keys (the on/off key, setup key, ok key, and run/stop key), interfering with the mdl drug search). The device was determined to not be within specification in relation to the reported symptom. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.